Manufacturer narrative:
It was reported that there was a negative flow reading with rpm up in normal range. The failure occurred during treatment. The hls set was exchanged, but did not solve the issue. Therefore, the cardiohelp device was switched out and the unit was tagged out of service. No harm to any person has been reported. Further the information was received that there was no external damage on the flow bubble sensor nor foreign material was build up on the sensor. The error message backflow prevention was displayed due to the flow issues. The affected hls set will be investigated in complaint#(B)(4). As the failure happened during treatment and wrong values of the flow can cause a pump stop which represents a risk for the patient, as well as that the cardiohelp was exchanged during treatment, a report is required. A getinge field service technician (fst) was sent for investigation on 2024-10-04. No part was replaced. The sensor and the console reading normally flow throughout testing. The failure could not be duplicated. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and the error message "backflow prevention" could be confirmed on the date of event. As the failure could not be duplicated by the fst an exact root cause could not be determined. However, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: - wrong bubble sensor information - influence due to other ultrasonic devices - environmental influences (atmospheric pressure, temperature, humidity, emi, overvoltage) - sensor is disturbed by external electric or magnetic field (emi) or ultrasonic system result of that may be: backflow prevention activated. According to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus, a defective flow/bubble sensor should be detected prior to use, during priming. In addition, as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. Referring to the IFU of the cardiohelp chapter "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in chapter "connecting the sensors" it is stated that the sensors must be kept clean. The review of the non-conformities has been performed on 2024-10-07 for the period of 2022-04-14 to 2024-10-03. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2022-04-14. Based on the results the reported failure "flow issue - backflow prevention activated" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that there was a negative flow reading with rpm up in normal range. The failure occurred during treatment. The hls set was exchanged, but did not solve the issue. Therefore, the cardiohelp device was switched out and the unit was tagged out of service. No harm to any person has been reported. Further the information was received that there was no external damage on the flow bubble sensor nor foreign material was build up on the sensor. The error message backflow prevention was displayed due to the flow issues. The affected hls set will be investigated in complaint#(B)(4). As the failure happened during treatment and wrong values of the flow can cause a pump stop which represents a risk for the patient, as well as that the cardiohelp was exchanged during treatment, a report is required. Complaint ID# (B)(4).